Event description:
It was reported that the customer experienced an issue with a minimum fill error. There was no adverse impact to the customer's blood glucose level. No additional information was provided.